Manufacturer narrative:
The insulin pump had unexpected restart alarm during the unexpected restart error test due to faulty interface board. No unexpected restart after battery change witnessed.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 299 mg/dl at the time of incident. The insulin pump was returned for analysis.